Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the patient felt dizzy and could not walk. The cgm didn¿t provide any readings. There was only a symbol, but the parent couldn¿t recall what it looked like and if there was an alert message. The parent drove the patient to an urgent care center. Upon arrival, doctor took a bg reading which was 499 mg/dl. The doctor advised them to go to cedars sinai medical center. At around 3:00 pm, they arrived at cedars sinai medical center emergency room (ER). ER personnel took another bg test with a result of 495 mg/dl. The patient was treated with intravenous medication and insulin. The patient was discharged around 6:30 pm after some observation. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.